Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer's blood glucose (bg) level was over 300 mg/dl. An insulin injection and bolus via the pump were used to address the bg level. The customer thought the high bg was due to the site; however, upon removal of the cannula, no damage was observed. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.